Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: customer calling to report she drowned the pump, dropped insulin pump in the bathtub, has a crack and battery compartment got full of water. Insulin pump also has a damaged from backside of the battery compartment. P-cap locked in place properly during testing. After battery installation insulin pump received with constant flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to display anomaly. Proceed it by cutting insulin pump open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thump software due to display anomaly. Insulin pump also received with cracked case(battery tube), cracked battery tube threads and scratched case. In conclusion, insulin pump was received with a constant medtronic logo due to corroded electronic assemblies and physical damage was also confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.